Manufacturer narrative:
H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H6: code d12: according to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to: component migration, endoleak. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore: on (B)(6) 2021, the patient underwent an endovascular treatment for an abdominal aortic aneurysm and an iliac artery aneurysm using a non-gore stent graft (aorfix, main device) and gore® excluder® aaa endoprostheses (two contralateral leg endoprostheses and one aorta extender endoprosthesis). Gore® excluder® aaa endoprostheses were implanted in the right common iliac artery, a contralateral side of a non-gore stent graft (detail is unknown). On (B)(6) 2025, a contrast CT revealed the right common iliac artery dilation, migration of two contralateral leg endoprostheses and the aorta extender endoprosthesis and a distal type I endoleak. On (B)(6) 2025, a reintervention was performed. Two gore® excluder® aaa endoprostheses (contralateral leg endoprosthesis and aorta extender endoprosthesis) and one gore® excluder® conformable aaa endoprosthesis (aorta extender endoprosthesis) were implanted to extend initial implanted gore® excluder® aaa endoprostheses distally. The distal type I endoleak was resolved.

Manufacturer narrative:
Emdr section h6, codes d12, d1101, d15 updated to reflect results of investigation. Code d1102 was removed.